Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a fluid bag obstruction issue. A field service engineer removed multiple fluid bags from behind the matrix drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that the latch did not close, and the issue persisted even after rebooting the issue. The malfunction occurred when the user was trying to issue medication to the patient and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.